Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed. FDA registration # mw5104986.

Event description:
It was reported that the patient underwent endoscopic retrograde cholangiopancreatography (ercp) with pediatric scope and stenting at anastomosis of old reus-en-y using the boston scientific resolution ultra stent. The patient re-started eliquis the next morning and was discharged. On (B)(6) 2021, the patient returned with hematemesis and two units of prbcs were given. The patient was life flighted to the hospital. Additionally, when the esophagogastroduodenoscopy (egd) was performed, it was noted that there were large amounts of active bleeding in the stomach. Interventional radiology (ir) was able to perform embolization. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: patient code e1032 captures the reportable patient event of hematemesis. Patient code e0506 captures the reportable patient event of bleeding. Impact codes f23, f2302, f12, f08 capture the additional medical intervention required to treat the bleed and subsequent hospitalizaton. FDA registration # mw5104986.

Event description:
It was reported that the patient underwent endoscopic retrograde cholangiopancreatography (ercp) with pediatric scope and stenting at anastomosis of old reus-en-y using the boston scientific resolution ultra stent. The patient re-started eliquis the next morning and was discharged. On (B)(6) 2021, the patient returned with hematemesis and two units of prbcs were given. The patient was life flighted to the hospital. Additionally, when the esophagogastroduodenoscopy (egd) was performed, it was noted that there were large amounts of active bleeding in the stomach. Interventional radiology (ir) was able to perform embolization. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.